Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated total human chorionic gonadotropin (thcg) result obtained on a patient sample on an atellica im 1300 analyzer. Siemens reviewed the instrument data files and the information provided by the customer and found that the auto check results were within the acceptable range. Quality control (qc) recovered acceptably on the day of the event, and no issues were reported with other patient samples and ruled out the total human chorionic gonadotropin (thcg) reagent problem. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the analyzer nd performed a complete service and found no problems related to the analyzer. There is no indication of a systemic reagent or analyzer related cause. Based on the available information, siemens determined that the cause of the erroneously elevated thcg result is unknown. The customer is operational. The device is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that they obtained an erroneously elevated total human chorionic gonadotropin (thcg) result on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician and was questioned. The sample was repeated twice on the same analyzer, and the repeat results were lower than the initial result. The repeat results were consistent with patient¿s clinical history, considered correct. A corrected report was issued with the result as <5 iu/l. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated thcg result.